Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical pump error and a red x on the display. The customer's blood glucose level was unknown at the time of the incident. The insulin pump was neither dropped nor bumped. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Device received with critical pump error and crest software was utilized and successful, however the history download was unsuccessful since insulin pump is on a constant dark blue screen and could not get into the join network screen. The electronic stack was removed using the pliers by pulling off on the top of the electrical board 1 and no moisture damage on the electronics, motor, vibrator, keypad flex tail and battery tube during visual inspection. Peeled off the keypad overlay for visual inspection on the keypad traces and dome switches and no moisture damage noted. The original electrical board 1 was removed and installed in a test electrical board 2, case, internal battery and motor. Powered the pump on using the battery simulator and no critical pump error during testing. The original electrical board 2 was removed and installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and critical pump error occurred during testing. Perform visual inspection on the electrical board 2 under the microscope and no moisture or component damage noted. Tested the force sensor and is within specification range. However, minimal moisture damage found in the force sensor flex tail traces noted. In conclusion, the critical pump error and unable to download suspected to be on the electrical board 2. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay.